Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrect; cause was not known. Tandem technical support assisted the customer with correcting the date. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. There was no reported adverse impact to the customer.